Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir testing. Found no leakage anomaly when removing the plunger, performed manual test and found plunger was easy to release from stopper-plunger. Evaluated two open/used reservoirs. Performed pre-fill reservoirs testing. Found reservoirs no leakage anomaly when removing the plungers, performed manual testing and found plungers easy to release from stopper-plungers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked at past 2nd o ring. The customer¿s blood glucose level was unknown. The reservoir will be returned for analysis.